Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 2 of the same event. It was reported that during an unspecified craniotomy surgical procedure, it was observed that a handpiece device with a cutter device stuck inside were overheating while in use together. It was unknown if there were delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device history review: the device history review was performed, and no non-conformances were detected related to the reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and determined that the reported condition that the a burr was stuck inside and overheating was not confirmed. Therefore, an assignable root cause was not determined. However, visual and functional assessments were performed on the device which found that the device ran in the unlocked position when foot pedal was pressed. During repair, it was observed that the springs in the burr lock came out of position causing the device to run in the unlocked position when foot pedal was pressed. It was determined that this issue was consistent with running the device without the cutter installed, which is failure to follow the instructions for use. If additional information should become available, a supplemental medwatch will be submitted accordingly.